Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the leads to the electronic control module and motor were damaged. It was further observed that the device showed signs of internal corrosion and am unknown liquid. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to immersion during cleaning. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was observed that the battery reamer/ drill device did not work. There was no delay to the scheduled surgical procedure as an identical spare device was available for use. There was no patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device manufacture date: the device manufacture date was documented as apr 6, 2012 in the initial report. The device manufacture date has been updated as dec 17, 2010. If additional information should become available, a supplemental medwatch report will be submitted accordingly.